Manufacturer narrative:
Concomitant products: 5568-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in thresholds. It was suspected that there was mineralization of the ring electrode. The lead remains in use. No patient complications have been reported as a result of this event.